Event description:
Procedure type: gynecology. According to the reporter: tried to use the device, however the balloon was broken. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended operating room time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.